Event description:
The pt underwent mitral valve repair via a minimally invasive approach. During placement of the endocoronary sinus cahteter (esc) under fluoroscopic guidance, perforation of a coronary vein (a tributary of the coronary sinus) was noted. According to the attending surgeon, this resulted in bleeding into the pericardium and pericardial tamponade. A single suture was required to ligate the vein, and the case proceeded uneventfuly. There were no adverse consequences from the event.